Event description:
It was reported via repair work order that the foot right side rail was stuck and could not be moved in or out due to bent glide rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.